Event description:
It was reported that the breathing circuit broke during test. There was no patient involvement. Manufacturer's reference #:(B)(4).

Event description:
Manufacturer's reference#: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. No parts have been returned for the further analysis of the issue. A picture was received showing the broken tubing. Root cause of the reported failure has not been determined.